Event description:
A vaxcel r-port was placed for the infusion of therapeutic medication in october 2001. In 2004 a leak developed and the pt was scheduled for a removal of passport. Upon removal, it was noted that the catheter had completely fractured, at the point of the previous leakage, loose from the hub. With fluoroscopy, it was further noted that the catheter had migrated proximally into the upper arm requiring immediate consultation with a surgeon who then removed the catheter.